Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the co2 board was replaced and recalibrated due to the unit failing the flow test. It was reported that the unit had a battery error and waveforms were not showing up correctly. The reported issues were confirmed. The most likely cause was was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications." This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the unit had a battery error and waveforms were not showing up correctly. The customer was advised that the battery needed to be charged and the external battery may need to be replaced. For the waveforms, it was advised that the facility could change the display backgrounds, and if the waveforms were incorrect, any errors should be checked as well. There was no patient involvement.